Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent micro switch was replaced proactively, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacturer unavailable.

Event description:
The hospital reported during a case the unit could not switch to mechanical ventilation. The patient started to desaturate, and the operation was completed in manual mode. No report of patient injury or recall.